Manufacturer narrative:
Changed from: "it was reported that the patient's bg (blood glucose) values reached 360 mg/dl and she felt sick. Patient went to the hospital, but gave no more information regarding treatment or any medications received. She was hospitalized from (B)(6) 2019 to (B)(6) 2019 . No additional details. Patient did not want to be contacted further on this event. To: "it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 24 to 36 hours on the back. She tried bolusing but that did not work. She felt sick. Patient's blood glucose levels reached 360 mg/dl. She went to the hospital and was treated with fluids. Pod was removed at the hospital. She was in the hospital from (B)(6) 2019 to (B)(6) 2019 . Patient did not want to be contacted further on this event." (B)(4).

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 24 to 36 hours on the back. She tried bolusing but that did not work. She felt sick. Patient's blood glucose levels reached 360 mg/dl. She went to the hospital and was treated with fluids. Pod was removed at the hospital. She was in the hospital from (B)(6) 2019 to (B)(6) 2019. Patient did not want to be contacted further on this event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached 360 mg/dl and she felt sick. Patient went to the hospital, but gave no more information regarding treatment or any medications received. She was hospitalized from (B)(6) 2019. No additional details. Patient did not want to be contacted further on this event.